Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) device exhibited undersensing. Upon review of the ventricular event, there was a shock delivered but it took time for therapy to be delivered. Technical services (ts) reviewed and stated that there was one undersensed beat noted. Technical services (ts) stated programming options. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report contains additional information in section b1 adverse event/product problem, b2 outcomes attrib to adv event, b5 describe event or problem, h1 type of reportable event, h2 if follow-up, what type and h6 impact codes.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) device exhibited undersensing. Upon review of the ventricular event, there was a shock delivered but it took time for therapy to be delivered. Technical services (ts) reviewed and stated that there was one undersensed beat noted. Technical services (ts) stated programming options. This device remains in service. No adverse patient effects were reported. Additional information received indicated that this patient was admitted and received anti-tachycardia pacing (atp) and shocks. The ventricular tachycardia was below the rate cut off. It was noted that there was another episode of higher rate ap-sr sensor pacing and due to which there was excessive cross chamber blanking windows that allowed some vt beats to be functionally undersensed. Ts recommended programming options. This device remains in service.